Event description:
Battery door broke off of cadd ms3 pump as they were changing pumps and the part where the tubing goes. Sn (B)(4). No other information provided. Did the reported product fault occur while in use with a patient: no. Did product issue cause or contribute to patient or clinical injury: no. Reported to (B)(4) by: patient/caregiver. Dose or amount: remodulin 45nkm. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.